Manufacturer narrative:
Additional h6 type of investigation codes: analysis of images and labelling review. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence from information from edwards clinical specialist. Imaging evaluation confirmed the presence of a pericardial effusion. The patient was noted to have a minor pericardial effusion in screening; this was confirmed to still be present on day of case. Surgery confirmed the laceration to be about 1 cm near the apex of the ventricle. Available information suggests that a combination of patient factors related to shadowing and chord entanglement with procedural issues related to guidewire use was identified to be the root cause of this event. Based on the DHR review, there were no non-conformance's related to the issue observed and the device passed all manufacturing specifications. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where the patient pressures were dropping at full ventricular expansion. The valve was expanded to half atrial expansion, the nosecone was pulled into the body of the valve, and then the valve was deployed. After deployment, echo checked for an effusion and noted that an effusion was present at the rv apex. Patient was tapped and a pericardiocentesis was performed. Fluid continued accumulating and patient was converted to open heart, to repair the perforation. The patient was stable when the team left.